Event description:
Pump reported to have overinfused. According to clinician, the pump infused a bolus of milrinone, 100mls, in approximately 10 minutes. The actual pump settings unknown by reporter. According to clinician. The pt was given an infusion of neosynephrine overnight to control blood pressure. Clinician reported there was no pt injury associated with the event, but the hosp stay was prolonged by 1-2 days. The actual pump involved was not sequestered after the incident. The pump is determined to be one of three pumps.